Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assesses as surgical impact opening. Shell thickness within specification. Additional observations: observed stress marks on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the right side.